Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6) 2025. On (B)(6) 2025, the patient became shaky and passed out while at the dentist¿s office. Her cgm showed 90 mg/dl at the time, but no fingerstick (fs) test was done to confirm. She did not receive an audio alert because her cgm¿s low alert was set to 80 mg/dl. She regained consciousness between 12:30 pm and 1:00 pm but cannot recall her cgm or bg readings at that time. She was taken to the emergency room (ER) but was not informed of the exact arrival time. During the event, she was given: 10 grams of carbohydrates, a cookie and a peanut butter cup, 1 glucose tablet, IV fluids with d50w (volume and number of bags not specified). She was stable during the follow-up call with technical support on (B)(6) 2025. The patient uses the beta bionic ilet pancreas system in a modified closed-loop mode. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.